Event description:
It was reported that during a generator change out procedure, the ventricular lead exhibited an insulation anomaly and low impedance. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).